Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon attempted to inflate the balloon before use to see if it is ok and it was noticed that the trocar did not work as it should. The balloon would not inflate or deflate fully. A new device was used.

Manufacturer narrative:
(B)(4). Device evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator and insufflation syringe were received with the valve seal locking collar and balloon all intact. Functionally, the balloon was inflated and did not demonstrate any leaks. There were no functional abnormalities. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).